Event description:
Customer used kids gum toothbrush that lights up. Brush was used for brushing customer's son's teeth. The whole head broke off in his mouth. Customer felt its unsafe and was concerned about their kid's safety.